Event description:
The customer claims that the dermatome is not cutting even when using padgett blades. Additional information was received from the customer indicating the graft taken from the leg was thin and did not appear to be even. The second graft from the patient's stomach, taken with the same thickness setting, was even. The user could not confirm if the dermatome malfunctioned or if the first site was not appropriate.